Event description:
Pt found pulseless and apneic. AED applied and pt defibrillated. Paramedic unit arrived and attached monitor/defibrillator. Message appeared indicating cables not connected. AED reapplied and pt defibrillated.